Event description:
It was reported to boston scientific in 2007 that in 2005, the patient underwent surgery for a kidney stone. Several months later, in eight months later, the patient experienced continued pain in the stomach area. Dr performed an x-ray and stated that one kidney stone may be back and planned a future x-ray in 3 months. On the following month, due to continued pain and bloating in his stomach, the patient went to his family physician where a CT scan of the abdomen was performed and revealed that there was a foreign body left inside-the tip of the catheter used by dr to blast the kidney stone.

Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-2458.

Manufacturer narrative:
Device manufacturer statement correctionshould be: the model number, catalog number and lot number of is not known; therefore, the,manufacture date and expiration date can not be determined.was: the model number, catalog number and lot number of is not known; therefore, the device manufacturer, manufacture date and expiration date can not be determined.should be: unknownwas: noshould have been: 10/25/2007initial MDR was: 02/25/2007should be: unknownwas: initial use of device

Manufacturer narrative:
The model number, catalog number and lot number of is not known; therefore, the device manufacturer, manufacture date and expiration date cannot be determined.boston scientifics stone cone nitinol retrieval coil. By design, is not intended to "blast" kidney stones. Rather, the stone cone nitinol retrieval coil directions for use states the indication for use is: "to entrap and remove calculi and other foreign objects from the urinary tract". Therefore, the tip of the catheter used by dr to blast the kidney stone could not have been boston scientific's stone cone retrieval device. Consequently, the statement in the legal document, "the stone cone device failed to perform as a product for its intended use, causing the end of the stone cone trap to be left in mr. Adams body" inaccurately refers to the stone cone devices as the source of the detached tip.numerous attempts, including the following dates: 2007, and november 8, 2007 to obtain additional information and/or clarity regarding the event from the attending physician have been unsuccessful.